Event description:
It was reported that the offset broach handle, strike plate broke loose from the handle. No additional information.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the weld between the strike plate and handle body to have cracked, but not completely failed. Three of the four sides of the weld have broken away from the handle. The handle body is dinged and scuffed. Impact marks and discoloration are present on the strike plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.